Manufacturer narrative:
H4: the lot was manufactured between december 14, 2023 - december 20, 2023. H11: six actual devices and six photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that small spots of particles were observed in the sealed packaging of the products pictured. A visual inspection was performed on the actual samples, and it was noted that sample #1 had a dark spot on the white luer connector flange, sample #2 had brown particulates on the spike, sample #3 had a dark spot particulate on or embedded in the plastic tubing, sample #4 had a spot and fiber on the white luer connector housing, sample #5 had a clear or white spot or imperfection embedded in the plastic over-pouch plastic material, and sample #6 had a clear or white spot imperfection on or embedded in the plastic tubing. The reported condition was verified. The cause of the condition could not be determined; however, the cause was possibly related to manufacturing or the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six sterile repeater pump tube sets had particulate matter (pm). The event was further described as a dark spot in the pouch and on the white connector, pm on tube, dirt inside the cap, and black spots in unspecified locations. This was observed prior to use. There was no patient involvement. No additional information is available.